Event description:
Reporter noted metal particles during phaco. Not all particles removed with flushing. Prognosis reported as good. No injury reported, but felt this could cause injury if enough fragments were produced.